Manufacturer narrative:
Khan, et al. (2020, december 16). Outcomes of rotational atherectomy versus orbital atherectomy for the treatment of heavily calcified coronary stenosis: a systematic review and meta-analysis. Catheterization and cardiovascular interventions. 10.1002/ccd.29430. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The diamondback coronary orbital atherectomy device instructions for use states that death is a possible adverse event which can occur with use of the diamondback coronary orbital atherectomy device. Serious injury information received in this literature article is reported in MDR 3004742232-2021-00009. (B)(4).

Event description:
A literature review article was published on 16 december 2020 which indicated that myocardial infarction, dissection, perforation, death, cardiac tamponade, and slow/no flow occurred during percutaneous coronary interventions in which a coronary orbital atherectomy device was used.